Manufacturer narrative:
Samples received: 17 unopened and 1 open race-pack. Analysis and results: there are no previous complaints of this code batch of which 360 units were manufacture and distributed in the market. There are no units in stick in b. Braun surgical warehouse. We have received 17 closed samples and an open and used unit with one of the needles detached from the thread. The other needle is attached to the thread. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european (B)(6): (B)(4). According to (B)(6) one low value is accepted in 15 units tested. In this case we have tested the 17 closed units and both needles (34 values in total and only one is below the minimum that (B)(6) requires). We have also tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european (B)(6): (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/(B)(6) and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with optilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Sutures snapped/ detached.